Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient whom had been lost to follow up presented to the clinic. The patient had an intrinsic heart rate of 35 beats per minute and was presyncopal. The device could not be interrogated and exhibited no output. No intervention was reported. No additional information was available at this time.